Event description:
It was reported that the pump was eroding through the skin. The pump and catheter were removed due to suspected infection. The hcp had planned to do a culture of the pump pocket site. The hcp then placed a lumbar drain in the patient and externalized the drain attaching it to a pca (patient controlled analgesia) at 1ml an hour. The medication being delivered via the implanted device system was lioresal. Additional information has been requested. Follow-up information will be provided when it becomes available.

Manufacturer narrative:
(B)(4).